Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had repeated instances of code 242.4030. Bezel and ail replaced. Tested with new traducers, problem persists. Put original transducers back in. Ran pressure calibration reset. Channel error and code persist every time door is opened. There was no patient involvement.